Manufacturer narrative:
(B)(4). Date sent: 6/01/2026. D4: batch #unknown. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: 1. How was the issue addressed? 2. Was there a patient consequence? If yes, how was the issue addressed? 3. Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? No lot or batch number was provided; therefore, a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a sleeve procedure, the stapler advanced approximately 1 cm at the 4th firing; and then the brackets came out, leaving the patient with an open stomach. Last shot was taken without problems. There was a delay of 10 minutes. There was no patient consequence reported. No additional information was provided.